Event description:
In 2008, the patient stated that at 11pm the previous night, her blood glucose was "bottoming out." She stated that she did not know the value of her blood glucose, but she was "low." She stated that she drank a soda and ate peanuts to elevate her blood glucose. At 12am her blood glucose was elevated to 500 mg/dl and she bolused 3 units of insulin. Two hours later her blood glucose had not decreased and she bolused 3 units of insulin. Two hours later her blood glucose was still elevated and she bolused 2 more units of insulin. She stated she checked her blood glucose every hour and fell asleep at 6am. She stated that the blood glucose issues are due to switching infusion sites. She stated that she was told not to use her abdomen and she is adjusting to the new infusion sites due to different insulin absorption rates. She stated that her blood glucose measured 150 mg/dl on the day of the report and that is within her normal range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.